Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed that the device had an integrated circuit lock-up. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. This event was originally reported via remedial action exemption. Concomitant medical products: 5054-58, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to early battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.